Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed target lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a guide wire crossed via a retrograde approach, the physician attempted to dilate the lesion with an unspecified semi-compliant balloon; however, the balloon ruptured. A 15mm x 2.00mm nc quantum apex balloon catheter was then advanced to the lesion and also ruptured on an unspecified inflation. The device was successfully removed from the patient and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).